Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user experienced severe low blood glucose (bg) of 39 mg/dl, resulting in loss of consciousness and a seizure, and was taken to the emergency room where they received intravenous dextrose and were released the same day. The low bg occurred after the user changed their insulin cartridge without disconnecting the infusion set from their body, inadvertently delivering 18 units of insulin due to already primed tubing. The user acknowledged the mistake and confirmed understanding of best practices, including always disconnecting from the body before making supply changes. Follow-up education was provided. The user resumed using the ilet after the event and indicated that no long-term health effects occurred. Beta was made aware of the event on 16-feb-2025.